Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 2.75x12mm xience v stent delivery system (sds) failed to cross the heavily calcified lesion in the moderately tortuous right coronary artery (rca) due to anatomy. The device was removed without resistance. Once outside the patients anatomy, the stent was noted to be missing from the sds. In order to find the missing stent, the guide catheter was removed and flushed. There was no stent within the guide catheter. A full body scan was performed to find the missing stent. The missing stent was not seen on the scan. The same guide catheter was re-inserted into the anatomy and another 2.75x12mm xience was successfully implanted completing the procedure. Post procedure, it was noted that the missing stent was located in the tuohy. The tuohy pulled the stent off the balloon at some point during advancement or removal. There were no patient effects and no clinically significant delay in procedure. There was no additional information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.